Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a partial revision hip surgery due to multiple dislocations. Patient's 36x54 +4/10 degree poly liner and 36mm -2 femoral headball were removed and replaced with a pinnacle dual mobility 54x47 liner and 28mm ts +8.5 ceramic femoral head for stability. No further information is available. No surgical delay noted. Doi: approximately 10 years ago. Dor: (B)(6) 2020; affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A singular x-ray image provided is of poor quality. It does not depict a dislocation event. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot a device history record (mre) review, was not possible because the required lot code was not provided.